Manufacturer narrative:
Visual inspection: no significant damages of the ped. Control reservoirs were determined during the visual inspection. Permeability test: a permeability test has shown that the ped. Control reservoir is permeable. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities at the ped. Control reservoir. The product operated within its specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point view.

Event description:
It was reported that a ped. Control reservoir (part of fx153t) was implanted during a procedure on (B)(6) 2024. According to the complainant, the reservoir caused underdrainage. The reservoir was revised on (B)(6) 2024. No complications were reported in the patient as a result of the revision procedure. The product in question was sent to the manufacturer for investigation.